Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, hypermenorrhea, blood loss anemia and female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia ("blood loss anemia") and menorrhagia ("hypermenorrhea"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, blood loss anaemia and menorrhagia outcome was unknown. The reporter considered blood loss anaemia, menorrhagia and pelvic pain to be related to essure. The reporter commented: left side- 2, right side- 3 trailing coils . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: cervix: benign cervical mucosa with no jntraepithelial lesion. Nabothian cysts. Corpus uteri: secretory endometrium. No evidence of hyperplasia or malignancy. Severe adenomyosis. No leiomyoma is identified. Bilateral fallopian tubes: cyst of morgagni accessory fallopian tube is noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, hypermenorrhea, blood loss anemia and sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia ("blood loss anemia") and menorrhagia ("hypermenorrhea"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, blood loss anaemia and menorrhagia outcome was unknown. The reporter considered blood loss anaemia, menorrhagia and pelvic pain to be related to essure. The reporter commented: left side- 2, right side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: cervix: benign cervical mucosa with no intraepithelial lesion. Nabothian cysts. Corpus uteri: secretory endometrium. No evidence of hyperplasia or malignancy. Severe adenomyosis. No leiomyoma is identified. Bilateral fallopian tubes: cyst of morgagni accessory fallopian tube is noted. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.